Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are sticking. Customer sated that insulin pump had cracked at the reservoir area and received no delivery alarm. No harm requiring medical intervention was reported. The customer stated that insulin pump was still working fine and unable to troubleshooting at this time. The device will not be returned for analysis.